Event description:
It was reported that a customer experienced a consistent delay in their pump time by 4 to 5 minutes over the past year, requiring a reset every two weeks. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by updating the pump time and advised monitoring for recurring discrepancies. Subsequently, a pump replacement was approved by csa due to the settings issue, and a replacement pump was sent to the customer along with instructions on returning the defective pump.